Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, there was a bluetooth pairing failure. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was not confirmed via data. However, data evaluation did confirm that a loss of connection occurred on (B)(6) 2016 and lasted for less than 15 minutes. The root cause could not be determined post-investigation. Based on the findings of a loss of connection this is now reportable.